Event description:
Additional information was received that the patient had a revision on (B)(6) 2016. It was noted the "pump and catheter was blocked." The patient was in an accident on (B)(6) 2014. The patient had pain all over and increased back pain following the accident. In (B)(6) the patient had a refill, and a volume discrepancy was identified. There was too much medication. The patient noted an even bigger volume discrepancy in september. There was double the medication compared to the volume discrepancy in (B)(6). A side port aspiration study was performed, which revealed the catheter was totally blocked. The patient had a magnetic resonance imaging to confirm there was no granuloma.

Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Indication for use was not provided. The patient stated that the pump was not giving him much relief and was not dispensing the correct amount of medication. At the last pump refill, twice the expected medication was left in the pump. A side port aspiration was done and no cerebrospinal fluid (csf) was seen in the side port. The patient had been waiting on pump replacement for 3 months. The patient stated that if he did not have a granuloma "what else could cause blockage?" Event outcome was unavailable at the time of the report. Additional information from the consumer was received. The patient's pump contained equal concentrations (15 mg/ml) of dilaudid and bupivacaine which was delivered at 1.004 mg/day, and the pump had been implanted to treat pain due to failed back syndrome. It was reported that the patient had a car accident in (B)(6) 2014 where he had injuries, but he started feeling horrible in (B)(6) 2015. He didn't feel sick, but he felt pain. On (B)(6) 2015, the patient had the pump refilled. There was 9.5 ml of drug in the pump when only 4.5 ml of drug was expected. It was noted that the pump volume discrepancy was about 50%. At that time, the patient was scheduled to have a side port aspiration study and a myelogram to look at the catheter. The health care provider believed that something was blocking the catheter tip. There was speculation that maybe it moved or it could be a granuloma. The patient had a surgery scheduled, but it was canceled for an unrelated reason. The patient was still working on rescheduling the surgery. Information was requested regarding the results of the catheter side port aspiration study and myelogram. Information was also requested regarding the cause of the volume discrepancy and what was done to resolve the event. If additional information is received, the event will be updated.